Event description:
Report received of an incident involving a tubing separation with blood loss. The incident occurred in the recovery room of an outpatient surgical center. It was reported that the patient had a peripheral IV with lactated ringers infusing. The tubing set had been in use for a few hours when a clinician noticed that the tubing had separated at the bonding of the distal y-site. The estimated blood loss was less than 50cc's. The patient's IV access was restarted and the tubing set was changed out. The infusion resumed without further incidence. There was no report of adverse patient sequelae. Although requested, no additional information was available.